Event description:
The provider alleges the left front fork bent backward, left rear caster was dragged (it appears that the bearing was fill of dirt causing the caster not to swivel) and rubber came off the wheel on a m91 power chair.